Event description:
Allegedly the patient was revised due to the following mom complications (right): pain; elevated levels of cobalt and chromium ions in bloodstream; fluid collection; osteolysis; progressive adverse local tissue reaction.

Manufacturer narrative:
This is the same event as 3010536692-2015-00640.